Manufacturer narrative:
The insulin pump wsa reserved with loose protruded drive support disk noted. Unable to confirm excessive no delivery alarms due to loose protruded drive support disk. Unable to prime during prime/a33alarm test due to loose protruded drive support disk. The insulin pump was monitored, all operating currents was tested within specification. No unexpected off no power or low battery alarms noted. The insulin pump has cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed for off no power during the prime sequence. Blood glucose reading was 86 mg/dl. No low battery alarms detected. Reporter also stated that there were also no delivery alarms during the prime process that was resolved with a complete set change. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.